Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: the surgeon was having an issue with the matrix locking cap on (B)(6) 2012. Following final tightening of the construct, x-ray was taken and the surgeon then decided to distract further. The surgeon was unable to do so because he could not release the locking cap. The surgeon tried every release technique (option a and b from the surgical technique) available with no success. Eventually the surgeon decided not to persist as he feared that the locking cap might strip. The surgery was about 10 minutes prolonged by this occurrence. No further information regarding the part number and lot number for the parts are available. This is 3 of 3 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.